Event description:
It was reported that an unspecified number of infusion set c50 experienced product damage. The following information was provided by the initial reporter: resistance to introduce the piercing spike of the infusion set for phaseal into the IV tubing port of all serum bags the problem was encountered after switching to the new package of the item.

Manufacturer narrative:
Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot ta10540, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Two retained samples were functionally tested, connecting and disconnecting the infusion set to different serum bags, no defects or issues were identified and all product functioned as intended. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of infusion set c50 experienced product damage. The following information was provided by the initial reporter: resistance to introduce the piercing spike of the infusion set for phaseal into the IV tubing port of all serum bags the problem was encountered after switching to the new package of the item.

Event description:
It was reported that an unspecified number of infusion set c50 experienced product damage. The following information was provided by the initial reporter: resistance to introduce the piercing spike of the infusion set for phaseal into the IV tubing port of all serum bags the problem was encountered after switching to the new package of the item.

Manufacturer narrative:
H.6. Investigation: one sample of lot ta10776 was returned to our quality team for investigation. A device history review was performed for both the reported lot ta10540 and lot received ta10776, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. The final product for lot ta10540 and ta10776 is assembled and packaged at a supplier site. We have provided the supplier with the sample for evaluation. Two retained samples along with the returned products were functionally tested, connecting and disconnecting the infusion set to different serum bags, no defects or issues were identified and all product functioned as intended. Based on the available information we are not able to determine a root cause at this time.